Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, one of the introducer tips from an altis introducer broke off inside the patient intraoperatively during the implant. A new altis kit was opened and successfully implanted. A follow-up x-ray will be performed to see where the broken tip is.